Manufacturer narrative:
The consumer used the prod off-label by wearing the patch for longer than eight hrs and more than once in a twenty-four hr period. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold for the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse hlth consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance. This is an otc prod=yes.

Event description:
The consumer reported, using the prod multiple times per day and up to 10 hrs per use on her left shoulder. When the final patch was removed, the consumer described a burn with skin removal and a blister that resulted in a scar. Initially, the consumer did not treat the area and took aleve for pain. When the blister burst, she went to her dr who prescribed unspecified ointment and pain pills.